Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 18, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens reveals no issues with the lens. The daisy wheel was inspected and while centralizing, a click could be felt. A photo was provided by the customer and evaluated, showing a lens outside of the daisy wheel in the pouch. It cannot be determined from the photo if the pouch is sealed. No further evaluation could be performed. The complaint issue "packaging issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "sterility assurance concerns¿ was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was not in the primary packaging lens case, but found outside of the lens case, loose in the pouch. The surgeon did not implant the lens because it was already exposed. There was no patient contact. The issue was observed during handling, prior to insertion. There was no vitrectomy or medical attention required. No further information was provided.